Event description:
It was reported that a balloon rupture occurred. The patient presented with angina. Over 60% stenosed target lesion was located in the non-tortuous and mildly to medium calcified right coronary artery (rca). A 3.00mm x 20mm nc emerge balloon was selected for percutaneous coronary intervention (pci). The balloon fully inflated two times. However, the balloon ruptured at 26 bar for 7 seconds during the last inflation. The balloon was successfully removed from the patient using a snare, without any complications. The procedure was successfully completed with another device. There was no patient complication reported, and the patient was in good condition after the procedure.